Event description:
During routine testing of the device at the service center, the service tech reported the arterial blood parameter module probe failed the standard reference sensor software testing. The monitor was originally returned for repair of a burnt capacitor on the auxilliary board when the testing failure was discovered. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.